Event description:
It was reported that a dcb00 intraocular lens with a fractured haptic during injector handling. No patient contact reported. No further information provided.

Manufacturer narrative:
Patient information: unknown/ not provided. Implant date: if implanted, give date: not applicable, no patient contact with the product. Explant date: if explanted, give date: not applicable, no patient contact with the product. Initial reporter telephone number: (B)(6). Device evaluation by manufacturer: the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h10, corrected data: in section b5 of the initial MDR it was reported that the intraocular lens was a model dcb00, however this was incorrect as the complaint lens is a model dfw100 and was correctly provided in section d4. Section h10, additional information: section d9. Device available for evaluation? Yes . Returned to manufacturer on dec 4, 2023. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection, after lens cleaning, reveal that the lens was received cut, with edge and surface damage, and with one haptic detached and missing while the remaining haptic was broken at the tip. Due to the condition of the remaining haptic, further evaluation could not be performed. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.